Manufacturer narrative:
(B)(4). Teleflex has requested additional information regarding usage of the device at the time of the alleged defect. No additional information has been received to date. A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, and establish a root cause. Customer complaint cannot be confirmed. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint received via ansm reported: "there is a hernia on the tracheal tube. Another tube was used". No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the tube was cut into two pieces at approximately the 23cm mark. Additionally, one piece of the tube was sliced open from approximately the 23cm mark to the 17cm mark. The wire was deformed between the 20-21cm marks, but it could not be determined if the wire was deformed before the tube was cut. The inner wall of the et tube was not observed to have collapsed inward at any point on the tube. The reported complaint of "a hernia on the tracheal tube" could not be confirmed based upon the sample received. The et tube was cut into two pieces at approximately the 23cm mark. Additionally, one piece of the tube was sliced open from approximately the 23cm mark to the 17cm mark. The wire was deformed between the 20-21cm marks, but it could not be determined if the wire was deformed before the tube was cut. The inner wall of the et tube was not observed to have collapsed inward at any point on the tube. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. However, it could not be determined if the tube was kinked prior to being cut. Therefore, the root cause of this complaint is unknown.

Event description:
Customer complaint received via ansm reported: "there is a hernia on the tracheal tube. Another tube was used". No patient involvement was reported.